Event description:
It was reported that the implantable pulse generator (ipg) battery displayed significantly different longevities pre and post-radiation treatment. Battery impedances were similar and battery voltages were identical pre and post treatment. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).